Manufacturer narrative:
A ge rep evaluated the system and calibrated the battery charger. System operates as intended.

Event description:
Customer reported the system displayed a charger error. System operates as intended.